Event description:
It was reported that during a follow up, noise was observed and pacing was inhibited due to oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.